Event description:
It was reported to philips that system was automatically shutting down, taking multiple attempts to boot properly. The device was outside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) analyzed the system remotely and confirmed that the machine was not switching on. Review of system log file confirmed the sib malfunction. The field service engineer (fse) went onsite and found that the dcps (direct current power supply) causing the issue. The fse replaced and returned the dcps to philips for further analysis. The analysis confirmed malfunction of dcps and identified that no dc power. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.